Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports they had not received stimulation for approximately a year and stopped using the stimulation as she no longer needed it. The patient is now requesting the device to be replaced. Surgical intervention may be pending to address this issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.